Event description:
Healthcare professional reported that approx 227 months post implant the valve was removed due to calcification and replaced with a mechanical valve. The valve was returned for analysis.